Manufacturer narrative:
The customer¿s report of a leak could not be confirmed because the product was not returned for investigation. A photo provided by the customer pointed at the connection between the female luer of model 20129e and male luer of model 30914 as the leak area, but no leak was visible in the photo. The root cause of the reported leak could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there is a leak at the inlet part of the filter when the tubing is clamped. This leak does not occur during priming, only when clamping the line. There was no report of patient harm.